Event description:
It was reported that an asymptomatic patient presented for lead repositioning due to increasing pacing thresholds. The lead was explanted and replaced without complications when repositioning was unsuccessful.